Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was in pain after adjusting the device slightly. The device was turned off and the patient was still in pain. There were no environmental factors that were known to have contributed to the issue at the time of the event. There were no troubleshooting carried out, the device was put back on the original programmer and turned off. It was noted that the patient's mother said it was not working. The manufacturer representative hooked up a physician programmer and synced with the patient's programmer. The programs were changed and the patient could not feel the stimulation. The stimulation was turned up a notch and the patient stated it hurt. The stimulation was turned down and it was still noted that it hurt. The device was turned off and it still hurt. It was noted that the patient was admitted to the hospital in pain and the patient was still feeling the pain by her vaginal area. There were no further complications or anticipations reported with this event.